Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue.

Event description:
Related manufacturer reference number 1627487-2022-05287. Additional information received identified that system diagnostics recorded high impedances on all 16 lead contacts. As a result, surgical intervention was undertaken. During the procedure the physician noticed that both leads were fractured but was unable to explant the leads due to scar tissue. The leads were cut and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a patient experienced a loss of therapy. Diagnostics showed high impedance on all channels. The patient underwent a revision where the leads were explanted and replaced. Difficulty was encountered removing the leads due to scar tissue. They were cut. Both leads showed fractures behind the swift-lock anchors. The new leads were secured with silicon anchors. Effective therapy was achieved post op. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, the device history records of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.